Event description:
It was reported that the customer had a compromised force sensor system alarm during manual prime. Customer's blood glucose was 112 mg/dl. Customer stated that she replaces the reservoirs once per month. Customer was explained how to use the entire set properly. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.